Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05241; related manufacturer reference number: 1627487-2019-05242.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05241. Related manufacturer reference number: 1627487-2019-05242. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide effective therapy. Patient indicated she had several falls but reportedly leads had not migrated and were functional. The patient underwent surgical intervention wherein the system was removed. Patient does not desire to have a replacement system implanted.